Event description:
Customer's mother reported hospitalization due to high blood glucose. The current blood glucose reading is 327 mg/dl. The high are unexplained. Customer treated with manual injection. Customer experienced nausea, upset stomach, dizziness and headache. The blood glucose reading at the time of the event was over 800 mg/dl. Diagnosed diabetes ketoacidosis. Hospital treated with IV drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.